Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was not confirmed. The tenaculum forceps instrument was analyzed and the cables were found to be in expected condition. Additional observation(s) found unrelated to the reported complaint: the instrument was found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 0.65 mm offset at the tips. The grips were not found to have cracking damage. As a result of the bent grips, functional testing for motion related issues cannot be performed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tenaculum forceps instrument broke. This could be seen by the cable break on the side of the jaw. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.